Event description:
It was reported that the patient was admitted to the hospital due to pain. It was unknown if pain was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7095603/7091355/7091355.

Event description:
It was reported that the patient was admitted to the hospital due to pain. It was unknown if pain was device related. Additional information was received that the sudden increase of pain was not device related.